Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay results for one patient sample from a cobas 6000 e 601 module. The serial number was requested but was not provided. The result was 48.71 mu/l and was confirmed after treatment with hbt (heterophilic blocking tube) with a result 51.07 mu/l. The result for the same sample using beckman reagent was 10.08 mu/l. The results from the cobas 6000 e 601 module were not reported outside the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Sample from the patient was submitted for investigation and no interfering factor to could be identified. All of the tsh results were above the reference range which reproduced the customer¿s high results and corresponded to the value generated with competitor method, which were also above the reference range.

Manufacturer narrative:
Upon further investigation of the sample using size exclusion chromatography and other methods, macro tsh was detected which most likely caused the high tsh results obtained by the customer. Product labeling documents this limitation of the assay. The incidence rate of the interference is monitored on a quarterly basis.